Event description:
Consumer fell asleep with pad on her leg, contrary to to co's instruction. When she awoke, approx 1/2 hr later, she noticed a burn on her leg. Pt went to the dr to have the blister drained.